Event description:
Patient delivered via c-section on [date redacted] at 2024. Patient arrived to unit with patient controlled epidural (pce) machine running. No alarm alerts noted on patient controlled epidural (pce) machine. At 0200, noted that medication bag in pce did not seem to have a lessened about of medication despite machine information that medication was being administered. Patient physician called and replaced pce with patient controlled analgesia (pca) pump. Upon wasting medication, 90ml noted left in medication bag. Pce machine showed 80.2ml had been administered to the patient. Primed unit at 1000ml and unable to duplicate problem cm3- cm closed, unable to duplicate the problem, returned to service.